Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was returned for analysis due to high defibrillation thresholds at implant.